Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. In addition, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was around 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.